Event description:
It was reported that the surgeon used the device for division of the liver lobe. The cartridge and anvil allegedly separated from the instrument's shaft and remained on tissue. The anvil and cartridge were pried from tissue with forceps. The case was completed with a competitor device without incident.